Manufacturer narrative:
9/22/97-supplemental report #2 submitted to FDA.

Event description:
The product was used during a colon resection procedure. Reportedly, the instrument did not cut. The hosp reported no pt injury occurred.